Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory alert. It was noted that pacing impedance was below the normal range and noise reproducible with isometric testing was observed on the left ventricular lead. Programming changes were made. The patient was to continue with monitoring and was stable.